Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: device was received on 09/30/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: corrected data: g4: awareness date reported on follow up 1 report as 9/10/2019 but should have been 9/30/2019 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil. Selected flow(s): damage. Visual inspection: the complaint screw is broken and only a part of the head is existing. There are wear marks and scratches at the screw head and inside the stardrive visible. Dimensional inspection: due to the damages the relevant dimension could not be measured. However, the parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Document/specification review: the manufacturing specification were reviewed, and this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The material was reviewed and was confirmed to meet the specification with no non-conformance noted. Summary: the received condition of the complaint agrees with the complaint description since the screw is broken as claimed by the customer. The received condition of the screw is concordant with the complaint description and the complaint condition is confirmed. We are not aware of any other complaint for this article- and lot combination. Unfortunately we are not able to determine the exact cause which has led to the breakage. Due to the strongly damaged screw we can only assume that mechanical overload situation during removal has led to the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot : part: 412.816s, lot: l910957, manufacturing site: grenchen, release to warehouse date: june 04, 2018, expiry date: may 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The review has shown that this screw was made out of blank 412.816.999 with lot h561378, therefore an additional activity was assigned to monument: manufacturing location: monument, manufacturing date: feb 21, 2018, part number: 412.816.999, 2.8mm ti screw blank 16mm 02.4 locking screw w/sd8, lot number: h561378 (non-sterile), lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, in process dimensional, ns070275 rev b met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component(s) reviewed: part number: 04.210.120.999, 2.8mm screw blank 31mm no head turn/no point w/sd8 lot number: h553690 lot quantity: (B)(4) work order traveler met all inspection acceptance criteria. Part number: 23032, tialnbci2.78, lot number: h531096, lot quantity: (B)(4). Certified test report supplied by perryman company dated nov 30, 2017 was reviewed and determined to be conforming. Lot summary report dated dec 16, 2017 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review : oct 01, 2019: DHR reviewed . This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: hrs. Screw remained in the patient¿s bone; device not considered explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent open reduction internal fixation (orif) surgery for distal radius fracture with the variable angel-locking compression (va-lcp) two-column volar distal radius plate and the locking screws. On (B)(6) 2019, the patient underwent the removal surgery due to bone healing. During the removal surgery, the surgeon found that the 2 proximal screws and 1 distal screw had been broken. The surgeon could remove the distal screw, but he couldn¿t remove the 2 proximal screws because the surgeon didn¿t want to make more incision. The 2 screws remained in the patient, and the surgeon closed the incision. The surgery was delayed by less than thirty (30) minutes. After the surgery, the surgeon confirmed that the 2 proximal screws had been broken in (B)(6) 2019, according to the x-rays. The surgeon commented that the screws might have some problems. No further information is available. Concomitant device reported: titanium variable angle locking compression plate (part #: 04.111.631s, lot #: l760010, quantity #: 1), titanium variable locking screw (part #: 04.210.114s, lot #: unknown, quantity #: 1), titanium variable locking screw (part #: 04.210.116s, lot #: unknown, quantity #: 3), cortex screw (part #: 402.876s, lot #: l456665, quantity #: 1). This report is for one (1) 2.4mm ti locking screw self-tapping 16mm. This is report 2 of 3 for complaint (B)(4).